Manufacturer narrative:
User reportedly was transgressing indoors with their walker when the front leg allegedly broke, and the consumer fell. Consumer was taken to the emergency room, x-rays were taken. The consumer states they sustained a cut, and is in a lot of pain. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. MDR is filed as a conservative measure.

Event description:
The consumer was home recuperating from a fractured neck injury when the right rear leg of the walker allegedly broke, causing the consumer to fall. Injury is alleged.